Event description:
As reported by edwards japan affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve in the aortic position, the speed of the balloon expansion seemed relatively slower than usual. Upon balloon deflation, blood inflow was observed. As the balloon was stably anchored, post dilation was performed with inflation volume of 28 ml by using a 25 mm transfemoral balloon catheter included in the kit instead of a new commander delivery system. The frame expansion was acceptable with mild paravalvular leak (pvl), and the procedure was completed. The operator found a pinhole in the crimping balloon at an area between the triple marker and inflation/crimping balloon bond. It was unknown when the balloon was perforated.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The device was returned. An image evaluation was performed on imagery provide and the following was observed: calcification present in patient's access vessel. Undersized vessels were seen in patient's access vessels. Tortuosity was seen in patient's access vessels. Tortuosity was present in patient's access vessel. A visual inspection was performed, and the following was observed: there were no obvious signs of damage upon initial inspection. Functional testing was performed, and the following was observed: the balloon was inflated revealing a small pinhole on the distal edge of the crimp balloon on the proximal inflation balloon. No applicable dimensional testing could be performed due to the nature of the complaint (pin hole on proximal balloon leg). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed by the condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the device history record, manufacturing mitigations, complaint history review and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, there were no abnormalities noted during device prep. Per complaint details, "after the valve passed through the sheath housing, intense resistance was felt while the delivery system was advanced in the sheath. The common iliac artery was narrowed by calcification. A 29 mm sapien 3 valve was properly deployed in the aortic annulus with 3 ml less than nominal volume. Speed of balloon expansion seemed relatively slower than usual. Upon balloon deflation, blood inflow was observed." Calcification was seen in returned patient imagery. Calcification can present a challenging condition for the balloon during tracking through the system. Calcified nodules can negatively interact with the balloon and compromise the balloon structure. Undersized patient vessel less than or equal to 6.0mm minimum luminal diameter (mld) and tortuosity was also noted in the patient's anatomy. The mld required for a 16fr esheath is 6.0mm. Undersized vessels can create a constrained condition that can increase resistance. Tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system, also increasing resistance. In order to overcome the resistance, excessive manipulation was likely used, which could also result in the pinhole. Furthermore, as the pinhole was observed near the distal edge crimp balloon / proximal inflation balloon leg, it is possible that damage may have originated from mechanisms such as performing valve alignment in a non-straight section of anatomy. Performing valve alignment in a non-straight section can create non-coaxial angles which may increase valve alignment forces. This can weaken the crimp balloon material making it more prone to damage. It is possible that the high alignment forces may have caused the valve to puncture the crimp balloon and further manipulation when positioning/withdrawal resulted in the observed pinhole. As such, available information suggests that patient factors (calcification) and procedural factors (excessive manipulation, high alignment forces) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, no corrective and preventative actions nor product risk assessment escalation is required at this time.